Manufacturer narrative:
Section a2: corrected information. Section a4 & b5: additional information.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2020 for numerous high power spikes. The log file captured several instances where the power was above baseline in the 7-9 watt range, with a few powers greater than 10 watts. These powers that were greater than 10 watts were all associated with pulsatility index events. No further information was provided.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was suspected to have thrombus. Patient was sent for echo and labs. Results of the tests were of low suspicion for thrombus. Patient reported fatigue, shortness of breath, patient had upper respiratory tract infection or cold. Patient's inr goal was increased. Plan is to continue monitoring lactate dehydrogenase (ldh) and hepatoglobin trends. It was reported pump power elevations were observed which was the primary source of suspicion for thrombus. Patient had a history of elevated pump power on (B)(6) 2018, lvedd decompressed in a manner not consistent with a thrombus.

Manufacturer narrative:
Device identification, device manufacture date: additional information. Investigation summary: review of the log file provided by the account confirmed transient elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019. Transient elevations in pump power and estimated flow were captured on (B)(6) 2019. These elevations ranged from 8.9-16.7 watts and 9-12 lpm, respectively, and appeared to be associated with pi events. Despite the observed fluctuations in pump parameters, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on the event.